Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2013, product type: catheter. (B)(4)

Event description:
Information was received from a consumer on (B)(6) 2015 regarding a patient receiving intrathecal baclofen 2000 mcg/ml and dilaudid 2670 mcg/ml via an implanted pump. The pump was programmed to deliver baclofen at 1608.8 mcg/day and dilaudid at 2147.8 mcg/day. Additional drug information was not provided. The pump's IFU (indication for use) was listed as intractable spasticity and multiple sclerosis. Additional medical history was not provided. As of the date of the report, the patient was admitted to the hospital due to seizures. The event date was reported as (B)(6) 2015 and was "sudden"; the manufacturer notify date was reported as (B)(6) 2015. The patient underwent MRI (magnetic resonance imaging) on (B)(6) 2015. As of (B)(6) 2015, the reporter would like the pump to be interrogated to confirm it turned back on. On an unreported date, a manufacturer representative came to the hospital to interrogate the pump and confirmed it was working and no alarms were detected. Additional actions/interventions and patient outcome were not reported. Additional information has been requested, but was not available as of the date of this report.